Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with a cracked case at the display window corners and battery tube threads, as well as minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for button error. Last known blood glucose reading was 121 mg/dl. Reporter does not recall any significant events leading to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.